Event description:
The consumer reported that the patient had a loss of therapy and return of symptoms on (B)(6) 2016. The patient was good for a week after implant on (B)(6) 2016, then smoked a cigarette and had been sick ever since. The patient had been throwing up and wanted to know what to do. The indication for use for this patient was gastric stimulation.

Event description:
Additional information received from the health care provider (hcp) reported that the patient actually had a resolution of their symptoms. No actions were taken to resolve the return of symptoms.

Event description:
Additional information received from the consumer reported that the step taken to resolve the return of symptoms was that the patient was put into the hospital and the problem wasn't solved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.